Event description:
It was reported that information was received from a patient regarding an external device. The reason for the call was the patient generally recharges the stimulator every night. They charged last night and after an hour they were still charging. The coupling boxes showed all full. Patient said it usually only takes 10-15 minutes. Last night it never changed to the screen that showed the stimulator was fully charged. Not charging to 100% and taking longer to charge. Patient tried again this morning and the coupling boxes were all full and it sill didn't show fully charged. Sent a request to repair to replace the dtc/ac power supply and the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.